Manufacturer narrative:
(B)(4). Upon inspection f the loop articulation, it was noticed that the cable that controls the loop articulation in the vertical plane, severed at the universal. The complaint was confirmed. There was no patient harm or injury reported. This MDR is filed as a result of an internal retroactive review.

Event description:
It was reported during the case that the clip was defective.